Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) level of 20 mg/dl. Customer¿s bg was treated with carbohydrates and glucagon. System check with tandem technical support (cts) confirmed that the pump and related supplies were operating as intended. At the time of the report with cts the customer was still admitted to the hospital. No additional information was provided and the customer declined to provide further information.